Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: not know if surgeon needed a bandaid or stitches. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? From my understanding, the surgeon had to go through hiv, hep b and etc testing. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? Yes. What is the status of the surgeon injury today? From my understanding, he is fine. He had a case today and was able to operate. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Will have to ask. Materials told me they didn't think so. Was the ampoule crushed repeatedly? No. Can you identify the lot number of the product that was used? I will try but not sure they saved the packaging. Going tomorrow to pick up the dermabond pen so I will check. Is the product involved in the event available for evaluation? If yes, what is the device return status? Yes, I havent received the package or the pen yet though. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and topical skin adhesive was used. The surgeon squeezed the bottle the glass and the pen broke the surgeons glove and cut his finger. It is unknown how the surgeon was treated. Device is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product complaint # (B)(4). The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.